Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02479 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-02553.

Event description:
It was reported by the customer, "having issues with the powerglides at the tip near the pink to green hub having holes in them. Once we flush it, the site appears infiltrated but it's just because there's a hole in the catheter and so any meds sit in the subq tissue. It has happened at least 3 times." While pushing fluid through the catheter, there is a stream of fluid coming out of the side of the catheter, where a hole appears to be. This report addresses the third occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "having issues with the powerglides at the tip near the pink to green hub having holes in them. Once we flush it, the site appears infiltrated but it's just because there's a hole in the catheter and so any meds sit in the subq tissue. It has happened at least 3 times." While pushing fluid through the catheter, there is a stream of fluid coming out of the side of the catheter, where a hole appears to be. This report addresses the third occurrence.